Event description:
It was reported that during a sling procedure, the plastic coupler cracked while being attached to the needle. This occurred prior to patient use. A second device was used to successfully complete the procedure. There was no adverse patient outcome.